Event description:
Patient with bilateral stereotactic implantation of ventral intermediate (vim) dbs leads implanted. Extension kit and activa pc generator placed 1 week later. Approximately 1 month later, reported that the patient was seen in clinic, impedance noted to be 34 between 2 and 3 on left, also has 2 on right listed as high- over 2000. Not using those circuits so battery is still ok. This is the 3rd such problem our facility has seen in the past 6 months.